Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had missing end cap sticker noted. (B)(4).

Event description:
It was reported via phone that the insulin pump alarmed button error and unable to clear the alarm. The customer's blood glucose was 343mg/dl, treated with insulin pen. The customer stated the alarm occurred when he was treating himself insulin due to high blood glucose. Advised customer the insulin pump will be replaced.